Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing: evaluation of healthcare outcomes of patients treated with depuy synthes screw implants during procedures in the upper extremity, lower extremity, and pelvis. The following complications have been identified: all screws used with plates: 16,527 patients had subsequent surgery, 0-12 months. 3,705 patients had nonunion/malunion, 0-12 months. 4,437 patients had infection, index admission - 12 months. 2,658 patients had mechanical complication, index admission - 12 months. 7,675 patients had other complication, index admission - 12 months. Cancellous standalone screws: 739 patients had subsequent surgery, 0-12 months. 76 patients had nonunion/malunion, 0-12 months. 124 patients had infection, index admission - 12 months. 95 patients had mechanical complication, index admission - 12 months. 306 patients had other complication, index admission - 12 months. Cortex standalone screws: 2,106 patients had subsequent surgery, 0-12 months. 280 patients had nonunion/malunion, 0-12 months. 283 patients had infection, index admission - 12 months. 272 patients had mechanical complication, index admission - 12 months. 765 patients had other complication, index admission - 12 months. This is for unknown depuy synthes screw implants (cancellous, conical, cortex, locking, low profile metaphyseal compression, and variable angle (va) locking screw). This is report 2 of 3 for complaint (B)(4). A copy of the clinical evaluation form is being submitted with this regulatory report.